Event description:
It was reported that the customer received a motor error alarm while priming the insulin pump and that the customer's insulin pump had a crack along the bottom of the reservoir compartment. The customer also mentioned that the insulin pump would not recognize the reservoir at times and that the vibrate feature of the insulin pump did not work. The customer's blood glucose was 263 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer was able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer declined a replacement insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.